Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 46 mg/dl. The customer stated that multiple set changes might have caused him to go low. The customer was treated for the low blood glucose with food. Customer's blood glucose level was 63 mg/dl at the time of the call. The customer was assisted with troubleshooting and the pump alarmed insulin flow blocked, loading incomplete, power loss and insert battery. The product was not returned for analysis.